Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received.

Event description:
It was reported the patient failed to charge the device as recommended. In turn, the patient¿s ipg was deemed inoperable. As result, surgical intervention took place, wherein the ipg was explanted and replaced. Reportedly, therapy was re-established post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.